Event description:
After implantation of a 26mm sapien valve 60/40 aortic/ventricular to the native annulus , moderate paravalvular leak (pvl) was observed by tee. Post dilatation was performed with an additional 1cc of contrast added to the delivery system balloon. Tee revealed that the pvl had been resolved; however, moderate central aortic insufficiency (cai) was now noted. A second valve was placed with the concern that the post dilatation may have damaged a leaflet. The second valve was aligned approximately 2 mm lower than the initial valve and deployed 55/45 without incident. Tee following valve deployment revealed that the central ai had been resolved. The patient left the room in stable condition. Per report, the perceived cause of the pvl was calcium, and the perceived cause of the cai was possible damage to the valve caused by post dilatation. The native aortic annular diameter was 19mm by tte and the area was measured at 526cm by CT (perimeter 84.6). The valve was mildly calcified and there was no aortic root calcification. The coaxial alignment of the valve and delivery system was reported as good, as was the image intensifier angle. The patient¿s ejection fraction was 30%.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Initially post implant there was no cai. In this case, it appears that post dilation of the valve resulted in central regurgitation. It cannot be confirmed if the cai was due to damage of a valve leaflet, and/or over-dilation of the valve. The cai was corrected with the placement of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.